Event description:
Patient was revised to address pain, poly wear, and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain, poly wear, and osteolysis. Doi: 1997 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated liner. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.